Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose as well unconscious on (B)(6) 2019 with blood glucose of 21 mg/dl. The customer was treated with glucagon injection. Customer states that the significant event leads to the hospitalization was emergency service unconscious. Troubleshooting was done for low blood glucose. The insulin pump will not be returned for analysis.